Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) and left ventricular (lv) leads exhibited high thresholds. No intervention was taken and the patient will be reevaluated at a later date. The leads remain in use. No patient complications have been reported as a result of this event.